Event description:
It was reported that the right ventricular lead exhibited noise that could be reproduced with isometrics. The patient was asymptomatic. During lead revision, an insulation anomaly was observed on the lead. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).